Event description:
An MRI was performed on the pt with and without contrast. After the MRI, the pt had difficulty getting off the table and required assistance. To date (two weeks afterwards), the pt is still suffering mobility issues and is in great pain in the lower back and legs. The pt can't stand for more than 15 minutes at one time without experiencing overall body weakness. MRI was performed at (B)(6) hosp, (B)(6). Diagnosis or reason for use: MRI of the orbits.